Event description:
It was reported that during the implant procedure the lead got stuck in the trocar due to trocar compression. It was observed that the tines on the leads had moved and were unstable. The implant procedure was canceled. The pt was reported as doing "fine".

Manufacturer narrative:
(B) (4). Final analysis of the lead b00932290k showed a reliability non-conformance. The #2 tine from the distal end was loose and adhesive was present only on side. Electrical testing determined that the continuity of the conductors was complete. There were no shorts observed between the conductors. The connector and tip end were intact. The outer insulation was intact. Final analysis of the lead introducer sheath (lot#unk) showed no anomalies.